Manufacturer narrative:
The reported event of volume to infuse required to be entered twice when programming infusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that after the pump is programmed with the dose and volume entered, there is a new and extra step that requires the nurse to re-enter the volume to be infused for a second time. While programming the pump, the pump will state the volume that is left in the syringe to be infused, however, when the nurse attempts to key in the volume remaining or any other amount of volume, the pump will not accept it and the nurse has to revert to a basic infusion. It is further reported that the pediatric department states that it doesn't happen all the time, but happens frequently. There was no report of patient involvement.